Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012202118); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the first deployment attempt was at a depth of 0 mm on the non-coronary cusp (ncc) and as the temporary pacing was stopped, complete heart block (chb) occurred. The valve was recaptured into the delivery catheter system, but the intrinsic rhythm could not be confirmed. The valve was placed at a more shallow depth to avoid dislodge; however, was eventually fully released in a deeper position in the ncc. The chb did not improve. Subsequently, the temporary pacemaker remained in place following the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted two days later.